Manufacturer narrative:
No pt info provided as no pt was involved in this concern. Investigation showed that the issue was resolved by restarting the software. The surgeons were informed that the issue was caused by the ultrasound interface. They discontinued use of the ultrasound interface being demonstrated. The registration and pt data was saved, all that had to be done was to re-start the software. The system worked fine from that point.

Event description:
A medtronic rep reported that during a demonstration of the sonosite ultrasound, the system would crash after approx ten mins and exit to the log-in screen. The medtronic rep was able to go back into the software but the same issue would occur. The hard drive was only 34% full. There was no pt present.